Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) at post-implant follow-up. An x-ray was obtained confirming a lead dislodgement. A revision procedure was performed wherein the lead was successfully repositioned. No adverse patient effects were reported. This system remains in service.